Event description:
The customer reported obtaining high differentials and background check on startup involving the coulter lh 750 hematology analyzer. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse inspected the check valves but no faulty check valves were found. The fse replaced the differential segment shear valve (cvl85/126) and the blood sampling valve (bsv) to resolve the high differential and background count issue. The fse also replaced the differential mixing motor as preventative maintenance as it was causing electronic noise on the volume, conductivity, and scatter (vcs) screen during startup. Failure mode of the event is attributed to a defective cvl85/126 and bsv. (B)(4).